Event description:
The customer reported an issue with the t:slim x2 pump battery not charging. There was no adverse impact to the customer¿s blood glucose level. The customer initially used a third-party wall adapter and cable, which did not resolve the issue. Customer technical support sent a replacement tandem cable and wall adapter, which successfully resolved the charging problem, as confirmed by the customer.